Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal seal and completed failure analysis investigations. The seal was found to have a broken piece measuring approximately 0.075" x 0.138". The broken piece was from the duckbill; which was not returned with the received universal seal. The failure analysis findings confirmed the reported complaint.

Event description:
It was reported during a da vinci-assisted hernia repair surgical procedure, a piece of the universal seal fell into the patient. Certified surgical tech (cst) who was the surgical assistant in the procedure reported that a piece of the universal seal fell into the patient during the first unilateral inguinal hernia repair procedure of the day on (B)(6) 2024. Toward the end of the procedure when the surgeon was suturing the mesh he saw something odd in the field of view. He then removed the piece he saw; cst and the surgeon inspected it and concluded it was a piece of the universal seal that had broken off. They are not sure how this occurred. The only thing they can think that may have caused this was the monopolar curved scissors as that was the only sharp instrument. There was never any resistance when inserting or removing any of the instruments. No diagnostic tests were done post-procedure as the surgeon was confident everything was removed from the patient. The patient did not experience any post-operative complications. There are no images or videos of this event. This event did not cause any procedure delay. The procedure was completed robotically as planned.